Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 190 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up uncontrollably. Customer advised the button on the device broke. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.